Event description:
It was reported that the lead was attempted to be implanted but was not used due to patient anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Blood/body fluid was noted on the distal conductor (not obstructed) and outer tubing overlay and blood was noted in/on the lobe mechanism. Full lead returned and analyzed.